Event description:
Customer alleged arms were loose. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown at this time. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. A letter was received from the dealers insurance company stating that they had been made aware of an incident where the arms of a stand-up lift were loose. The patient allegedly lost her balance and fell. No other information is available at this time. No injury is being reported.